Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva has foreign matter on its tip. The following information was provided by the initial reporter, translated from chinese to english: the tip of the catheter is burred and not smooth, the safety protection device is too tight to start properly, there are burrs on the catheter wall, and there are black spots on the catheter wall

Manufacturer narrative:
Additional lot numbers were provided in this complaint for material number 383511. Lot # 3087425; mnf date 29 mar 2023; exp date 31 mar 2026. Lot # 3040439; mnf date 14 feb 2023; exp date 31 jan 2026.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383511 and lot number 3040439, 3087425, 2045799. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Internal record review conducted. Aware date for this complaint has been corrected to reflect (B)(6) 2024.